Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no adverse associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force. No prime or load defects were duplicated during pump evaluation.